Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous graft anastomosis. During the procedure a 5 (B)(4) sheath and a transcend guidewire crossed the lesion. The balloon was inserted and inflated at 8atms during the 1st inflation. Upon the 2nd inflation at 10 atms, a balloon rupture occurred. The procedure was successfully completed with another device. No patient injury or complications were noted. Patient condition listed as "good."